Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an unknown sized aaa. During the index procedure, it was reported at the end of the procedure a proximal endoleak of jetting nature was observed. The physician suspected the endoleak to be a type IV. Per the physician the cause of the event could not be determined. No additional clinical sequalae were reported and the patient will be monitored.